Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified in the right popliteal (pop) artery. A 2.5mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 14 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the hub and lumen. Microscopic inspection revealed a pinhole in the balloon material, 6 mm distal of the proximal markerband. Inspection of the remainder of the device found no damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified in the right popliteal (pop) artery. A 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation. There was no visual issue noted to the device prior to use. However, during the first inflation at 14 atmospheres, the balloon ruptured after being inflated for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.